Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced leakage. The reporter stated that, the hospital had a chemo spill from the spinning spiros which was not clicking in the connector thus functioning like a leur slip. The locking mechanism wasn¿t activating and therefore the connection was loose and resulted in a chemo leak and spill. Datix has been raised by the trust. At this moment they are awaiting lot numbers as packaging has been disposed of. The trust have been told to monitor and keep packaging. The event occurred in the mdu at (B)(6) hospital. The number of devices involved is 5+. The incident occurred immediately on use. There was no patient or clinician injury associated with this occurrence. There was no medical intervention required. There was patient involvement, but no patient harm noted. Additional information: the reporter stated that, on pillowcase if there was any unprotected chemo exposure. There was a chemo spill cleaned up per facility protocol. There was a spill kit used. No cuts, holes or defects noted on the product. The product was stored in clinical room. There was 1 defective quantity noted from this facility.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.